Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. Once on site, the fse found a note on the iabp stating that the unit shutdown during transport with a fully charged battery; the unit was plugged in. It was clarified that there was no balloon rupture as originally reported to dispatch. The fse performed a battery runtime test and the unit ran within specifications. The fse was unable to obtain further information on the incident. The fse then discussed the issue a colleague and opted to replace the power supply as a precautionary measure. The fse ordered the part and later returned to replace the power supply. Iabp diagnostic tests were performed and all operations were good. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that while the cs300 intra-aortic balloon pump (iabp) was in use on a patient, the balloon ruptured but there was no sign of blood going into the unit. It was also reported that the battery was depleted. It was later reported to the getinge fse on site that there was no balloon rupture during the event; however, the iabp unit shutdown during transport. No patient harm or adverse event was reported.